Event description:
Ous MDR - after an implantation time of about 4 months, increased pacing threshold values of 3.5 v @ 0.4 ms, and poor sensing values of 4.9 mv were reported. The lead was explanted and returned to biotronik for analysis. No deterioration of the patients state of health was reported.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was examined visually, electrically, and mechanically. The visual inspection showed slight signs of abrasion at the lead body in the distal area, 57.5 cm distal of the df4 connector pin. The position and characteristics of the abrasion lead to the assumption of excessive mechanical stress on the lead in the region of the valve plane. The insulation was intact. During this inspection, no deviations from the technical specifications were found that could be related to the clinical complaint. The lead proved to be in conformance with specifications and without defects. There were no indications of a material defect or manufacturing error.